Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed a seroma shortly after the implant procedure. The device was removed and the patient has recovered without sequelae.